Manufacturer narrative:
User reported an event where the cgm showed results that are different from glucometer measurements. The case was escalated to the next level of support for additional review. Based on an additional review, the user was asked to re-link the sensor. Sensor re-link was performed with user successfully and verified in dms on (B)(6) 2025 12:54 pm. Based on our review of the data, it appears that the system was experiencing some instability. This was identified by system diagnostics, triggering a sensor replacement alert once it was determined that the system would not recover.

Event description:
On 30 may 2025, senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from glucometer measurements. No injury or medical intervention was reported.

Manufacturer narrative:
B4.date of this report 27 august 2025. G3.date received by the manufacturer? 27 august 2025. H6. Type of investigation updated to 4121. H6. Investigation findings updated to 3224.